Event description:
It was reported prior to implant the device was found in back up vvi while in the box. Upon investigation it was noted there was an alert for possible output circuit damage detected. The device was not implanted and was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents and enhancement to the reporting criteria going forward. The reported field event of reset was confirmed via review of the device image. The cause is a firmware issue detecting parity defects.